Manufacturer narrative:
The field service rep (fsr) used some of the customers good sensors to troubleshoot and determine the problem. The fsr found the sensors were bad during his repair troubleshooting. The fsr is ordering replacement sensors for the customer. This is related to medwatch 1828100-2013-00784 (same issue, different level sensor, same surgery).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the low level sensor "alarm" on the safety monitor was not functioning properly. It was not responding if the level went below "alarm" level. The customer tried using another sensor from another monitor and it did not cure the problem. The device was not changed out, as they relied on the other level monitor for the alert. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.